Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for an additional microbiological testing. As a result of the testing, unspecified gram positive bacilli (1 cfu / 100 ml) was detected from the sample collected from the all channels of the subject device. The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularities. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from all channels of the subject device tested positive for unspecified aerobic microbes (over 78 cfu / 100 ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope s3, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of common device name and "PMA/510(k) number" of protocol #.